Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00088. (B)(4). Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported by a health care professional that during the procedure the physician pulled the og complex xtrasoft coil 2.5 x 3.5 (640cx2535/174493996) and an unknown microcatheter at the same time. After inspection the coil turns out to be stretched. It is unknown if the reported event caused any patient harm or surgical delay. It was initially reported that the complaint device is available for return.